Event description:
It was reported that in central processing, the maryland bipolar forceps instrument was observed to have a frayed wire cable. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cables at the proximal clevis hub. The clevis did not exhibit any wear. Other cable at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.